Manufacturer narrative:
(B)(4). ECMO was continued for 3 days. The patient status improved from presenting status and was discharged on day 7. Prolonged hospitalization and continued ECMO were due to patient status on presentation and are not related to graftmaster use. The patient is reportedly doing quite well. No additional information was provided. Concomitant product: guide catheter: 6fr medtronic ebu 3.75; 8 fr medtronic ebu 3.75. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 20 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In addition, it was reported that the device was removed from the anatomy and re-inserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic IFU states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide catheter). The reported patient effect of perforation as listed in the graftmaster rx coronary stent graft system IFU is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the 3.0mm-diameter proximal left anterior descending (lad) coronary artery. Patient health was declining toward death (experienced angina, hemodynamic instability, coded, was intubated, given cardiopulmonary resuscitation (CPR) and placed on extracorporeal membrane oxygenation (ECMO) life support machine) on presentation. A 3.5x16mm rx graftmaster was advanced with resistance felt against a non-abbott 6fr 3.75 guiding catheter (gc). Thus, the 3.5x16mm rx graftmaster was able to be withdrawn through the 6fr gc without difficulty and switched out for a non-abbott 8fr 3.75 gc. The graftmaster was advanced through the 8fr gc without difficulty and was deployed at 20 atmospheres (atm), sealing the perforation. The perforation was then noted to be larger than originally visualized on angiogram; reportedly, it is unknown if the 3.5x16mm rx graftmaster exacerbated the perforation or if the perforation was simply larger than initially visualized. Thus, a 2.8x16mm rx graftmaster was then deployed in the 3mm vessel (butted up against the 1st stent to total 32mm stent length) at pressures ranging from 16 to 20 atm, sealing the perforation. Routine post-dilatation was then performed on the 2.8x16mm rx graftmaster using an unspecified nc balloon. Both graftmaster stents sealed the area they were deployed in. Reportedly, there were no device issues with either graftmaster and use of the graftmaster devices did not cause or contribute to complications or adverse events.